Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the hearing benefit was not satisfactory due to a partial migration of the electrode array out of cochlea. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user has been re-implanted.